Manufacturer narrative:
(B)(4). Device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have cracked/broken lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient's mother contacted lifescan (lfs) alleging the patient's onetouch ping meter remote's display was damaged. The following complaint was classified based on information obtained from lifescan customer service. The reporter stated, the alleged issue occurred on (B)(6) 2012 at approximately 4pm while the patient was at school. The reporter stated, the patient was experiencing symptoms of "low glucose" prior to attempting to test when the allege disuse occurred. The patient reportedly manages her diabetes with an unknown type of insulin through pump therapy and it is not known if she took any action regarding her usual diabetes management routine in response to the alleged issue. The reporter stated, the patient did have a back up meter available at the time. It is not known what blood glucose value was obtained with the back-up meter and no treatment was administered. At the time of troubleshooting, the cca noted that the subject device was not being used for the first time and there was no evidence of misuse. The reporter mentioned when she inserts a test strip, the display would just go black. The issue remained unresolved. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did have a back up meter available to test with. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
The meter involved with this complaint was returned to lifescan (lfs) on january 25, 2012, although product analysis has not yet begun. Once the evaluation is complete lfs will inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.